Manufacturer narrative:
Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The alarm trace showed many abnormal aspiration and sample short alarms. The field service engineer (fse) found that the vacuum rinse mechanism was insufficient. The fse ran a bleach solution through the analyzer's fluidics and checked the rinse stations and probe alignments. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The reagent lot number is 74609101 and the expiration date is 31-mar-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable vanc3 vancomycin results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial vanc3 result was 0.0 with flag. The sample was repeated on another c502 analyzer and the result was 20.6. The units of measurement were not provided.